Event description:
It was reported that the user experienced low glucose readings of 56 mg/dl followed by 53 mg/dl after dinner while using the ilet system, with the caregiver concerned about continued insulin delivery from the pump; the user self-treated with oral carbohydrates including glucose tablets and soda, and education was provided on insulin on board and avoiding overtreatment. Customer care provided support that included technical review and user counseling on troubleshooting and hypoglycemia treatment. Investigation of this case revealed no evidence of device malfunction based on reported behavior consistent with insulin on board after a meal. Symptoms included asymptomatic hypoglycemia. Outcomes included self-management at home without medical intervention. It was concluded that the event was consistent with hypoglycemia of unclear cause with appropriate user-directed treatment and education provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.